Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm needle defect on (B)(6) 2025, the patient underwent a total hysterectomy via abdominal approach plus bilateral salpingectomy. During the general anesthesia procedure, arterial monitoring was required. When attempting arterial puncture, the arterial puncture needle failed to establish negative pressure due to a loose connection, resulting in a failed attempt. After promptly replacing the arterial puncture needle, a second puncture was performed, which was subsequently successful. No physical or psychological harm was caused to the patient. No combined instrumentation was used.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.